Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue and fiducial transperineal placement procedure performed on (B)(6) 2022. The procedure was performed under local anesthesia. During the procedure, the physician described the gel looking "balled up" on the ultrasound. The procedure was completed successfully. While reviewing a computerized tomography, the physician noticed that the spaceoar vue seemed to be projecting into the rectum. Reportedly, the spaceoar vue device remains implanted and there have been no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.